Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 7:00 pm 33 mg/dl, 7:01 pm 106 mg/dl, 11:00 pm 43 mg/dl and 11:01 pm 200 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.